Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation unable to determine the conclusive cause for the reported retraction problem/difficult to remove the plunger; however, the reported material separation of the suture appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Event description:
Subsequent to filing of the initial medwatch report additional information was received. It was reported that the preclose technique was used and two sutures were pre-placed (including the suture with the break), via a 7f sheath prior to an abdominal aortic aneurysm (aaa) procedure. The sheath was upsized to 16f and the aaa procedure was completed. The preplaced sutures were used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Date of event: estimated date. The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device relative to an abdominal aortic aneurysm procedure. Reportedly, when the plunger was being removed, there was a strong resistance. When force was applied to remove the plunger, the suture broke. Although the suture broke, the suture could be used to achieve hemostasis. There was no reported adverse patient effects. There was no clinically significant delay in the procedure or therapy. No additional information was provided.